Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): the full lead was returned. Visual and mechanical inspection noted no anomalous conditions in shape or structure. The electrical characteristics of the device were found to be within product specifications. Mechanical inspection revealed that the helix electrode would consistently extend and retract within 11 turns. Blood was present on the helix. The lead was considered to be functionally normal.

Event description:
It was reported that during the implant procedure, the physician experienced positioning difficulty. The helix would not extend after two positioning attempts. The lead was not implanted. No patient complications have been reported as a result of this event.